Manufacturer narrative:
The meter has been returned and an investigation is in progress. A follow up report will be filed when investigation results are available. Investigation in process.

Event description:
Customer reported receiving erratic readings on the precision xtra blood glucose meter. Customer reported receiving readings of 218 mg/dl and 21 mg/dl within 10minutes all tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report death, serious injury or mistreatment associated with this event.